Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment. It was reported this was a mitraclip procedure performed to treat grade 4+ degenerative mitral regurgitation (mr). Imaging was challenging due to the patient¿s anatomy. The clip was advanced to the mitral valve, grasping the leaflets was difficult due to the different height of the leaflets. The anterior gripper arm got caught on the anterior leaflet and the gripper arm would not respond. After five to ten minutes the gripper arm eventually came down, the gripper was freed, and the leaflets were grasped in a2/p2. Clip deployment was difficult, the actuator knob retracted further than 0.5cm and upon clip deployment, the metal cylinder came out of the device. The clip deployed successfully and remained stable on the leaflets. A second clip was implanted to further reduce mr. Mr was reduced to 1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis was unable to replicate the reported difficult or delayed positioning (anatomy), image resolution ¿ poor, and difficult or delayed positioning (leaflet grasping) in a testing environment as these are related to patient/procedural conditions. The returned device analysis was unable to replicate the reported difficult to open or close (gripper actuation - single) and difficult or delayed activation (clip deployment) in a testing environment due to the condition of the returned device (clip was not returned). The reported material separation was not confirmed as the actuator mandrel was still attached to the device. The actuator mandrel was observed to be bent. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported poor image resolution was due to challenging anatomy (long anterior leaflet. Posterior prolapse and flail). The reported difficult or delayed positioning (anatomy), difficult or delayed positioning (leaflet grasping) and difficult to open or close (gripper actuation - single) were due to a combination of anatomy and procedural conditions (including the poor image resolution) during the procedure. A cause for the reported material separation could not be determined. A cause for the reported difficult or delayed activation (clip deployment) could not be determined. The observed deformation due to compressive stress (bent actuator mandrel) is likely related to the difficult clip deployment and the user technique used therefore due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.na